Event description:
It was reported that there was a foreign object in the working channel of the subject device. The issue was identified during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed; therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.